Event description:
Additional information has been received indicating that the suspect is a vitrectomy probe. Upon additional review of all currently available information, a vitrectomy probe presented poor or none aspiration with occlusion system message does not meet criteria for a reportable malfunction.

Manufacturer narrative:
Additional information is provided in sections b.2, b.5 and h.10. Corrected information is provided in sections d.1, d.2, d.3, d.4. This event does not meet criteria as a reportable malfunction based on information received following submission of the initial report. No further reports will be scheduled under this mfg report num 2028159-2021-01358. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic handpiece presented low aspiration from first phase with occlusion warning during a surgery. The surgery was completed successfully by using ophthalmic scissors. There was no patient harm. Additional information has been received indicating that the surgery was a cataract procedure.